Event description:
Allegedly, there was an unintended tilting of the table towards the trendelenburg position. Reportedly, the operator had to push the table's emergency stop button to cut power to the table and stop its tilting. A pt was on the table when this event occurred, but there were no reported injuries or mishaps to the pt.